Event description:
It was reported that during a hand assisted laparoscopic colon procedure, the silicone sealing tore and exploded intra-operatively. Case was completed with another device of the same product code. There were no pt consequences.